Event description:
A pt was reported to be "burned" by a pump while plugging it into an outlet. The pt was examined by the ER department. The ER could not collaborate the burn. No sustained pt injury resulted.